Event description:
Vns patient experienced an episode of status epilepticus and was subsequently hospitalized. Approximately two weeks prior to hospitalization for status, the patient's relative reported that the patient was having some problems and that no one could figure out what was going on. The patient was reportedly experiencing right arm pain for the past three months along with a shooting pain from the left side of patient's neck that radiates up to patient's head. Patient "goes out of it" when patient experiences these episodes of pain. The patient's relative reported at that time that the patient sometimes looks as if patient is going to faint, but that other times patient does not. When patient lays down on patient's left side, patient's head seems hot. Patient's physician had done many tests and cannot figure out the problem. During this time, the patient's device was programmed to off for approximately two weeks, but that the patient's condition did not change in the absence of the vns therapy. Patient's hoarseness has worsened and become more frequent than before. Evaluation following 24-hour eeg monitoring approximately one week prior to status event revealed that the patient's right arm pain was not associated with any seizure activity. Treating neurologist indicated that patient's right arm pain was believed to be due to some degree of arthritis - either cervical spondylosis or right shoulder arthritis. The patient reportedly experienced episodes of bad dream, hot flashes over the left side, and trouble with concentration at that time. On examination, the patient continued to have persistent difficulty with language expression, various slow extremity slowing response which was not new. Neither the patient's medications nor patient's vns settings were adjusted at that time. The patient was referred to implanting surgeon to discuss the pain associated with patient's vns device. The patient was seen by patient's neurologist just days before the status event and was reportedly "doing ok" at that time. Investigation to date has been unable to determine the cause of the reported status episode. Device diagnostic testing approximately one month prior to the status event was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of life. Follow-up with 1 treating neurologist revealed that device settings were adjusted from: 1.25ma normal mode output current, 30hz frequency, 250u normal mode pulse width, 21 seconds normal mode on time, 3 minutes off, 1.50ma magnet mode output current, 60 seconds magnet mode on time, 250u magnet mode pulse width to: 1.0ma normal mode output current, 25hz frequency, 250u normal mode pulse width, 30 seconds normal mode on time, 3 minutes off, 1.50ma magnet mdoe output current, 60 seconds magnet mode on time, 250u magnet mode pulse width. Patient began to have continuous seizures the day after this programming adjustment. The patient has since been discharged from the hospital and is reportedly doing well now.